Event description:
It was reported the st holster was receiving green and blue cable errors, during a breast biopsy. A second st holster was tried and the same green and blue errors occurred, but the case was able to be completed with no patient consequence.